Event description:
Investigation results completed on a smith medical cadd legacy 6400. Summary in h 10.

Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy 6400. Testing done on the device and complaint verfied in the event log ' error 1720" when the testing was duplicated, the complaint was isolated to 'power_backup_capacitor_failure."reported that the system was not reading correct voltage. Action taken to replace the capacitor. Device in good physical condition and passed all functional and delivery testing. Unknown cause of event.

Event description:
Information was received that a smiths medical cadd-legacy 1, during testing gave an error 1720. No patient involvement.